Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the implant stopped working properly. The patient couldn¿t adjust signals and wouldn¿t read anymore and thought maybe adhesions/scar tissue where the ins was. The patient reported that it would work and sometimes not and then would stop holding a charge more and more and faster and faster. The patient reported that the ins was depleting when not even using the device. The patient reported that ins battery was depleting rapidly even though she was not ¿adjusting¿ therapy. The patient confirmed she was using the therapy. The patient reported that she kept her ins charged but then a week later wouldn¿t feel anything and the device would be empty. The patient stated this all started (B)(6) 2019, so she thought she had adhesions/scar tissue that was blocking the signal from the patient programmer (pp) to the ins. The patient wondered if it was her body and not the machine. A blank screen on the pp would come up when trying to check the device. The patient reported that there was no connection and had seen both questions mark and sometimes blank. The patient reported that the recharger was showing fine and showing what it should but couldn¿t change anything on the ins. The patient reported that when laying on the stomach strong on the right leg and when bend leg or when in sitting position it works. The patient reported that those are the other ones where the adaptive stimulation was working. The patient thought adaptive stimulation was only recognizing two positions. No further complications were reported.